Event description:
An endurant stent graft system was implanted in the patient for an emergent case of a ruptured 6.5cm abdominal aortic aneurysm. Vessel morphology was not reported. The patient was admitted emergently. During the procedure and once the stent graft was unsheathed, an angiogram noted that the contralateral gate was jailed in the fusiform aneurysm. The physician made several attempts to cannulate the gate; however, the attempts were unsuccessful. The physician decided to implant an aui stent graft and then a fem-fem was performed. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4) off label-unapproved or contraindicated use of device (pre-operative rupture).